Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the lifevest was rubbing and bruising the patient's back. It was reported that staff at the patient's rehab facility had cared for the irritation. The patient also reported using a cream on the irritation. Follow-up indicated that the irritation had improved.